Event description:
A cartridge alarm was reported by the customer while using the pump during the pumping process. It is unclear if there was an adverse impact on the customer¿s blood glucose level, as the customer could not remember if it exceeded 500 mg/dl. The customer attempted to resolve the issue by changing and reloading the cartridge, but the alarm persisted. Technical support has confirmed cartridge alarms with consecutive cartridges and decided to replace the pump.